Event description:
The account alleged unintentional movement of the knee function of the bed. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.